Manufacturer narrative:
Veeva case: (B)(4).

Event description:
It leaves a mucus thing in your throat, it sticks into your throat and you have mucus stuck in your throat, gel actually sticks in your throat you know, like a mucus [foreign body in throat]. Upset stomach [upset stomach]. Product is not working well as those he used before [drug effect less than expected]. Case description: on 2024-03-13 a spontaneous case was reported in australia by a(n) consumer or other non health professional. On 2024-03-27 new information was (were) received for this case. The report concerns a(n) 67 year old male consumer. The consumer received biotene moisturizing mouth spray (glycro oromucosal spray, solution)lot number 39131 on (B)(6) 2024 for indication(s) product used for unknown indication for an unknown indication for an unknown indication. No concomitant medications were reported. On (B)(6) 2024,1 days after starting biotene moisturizing mouth spray,the consumer experienced a medically significant it leaves a mucus thing in your throat, it sticks into your throat and you have mucus stuck in your throat, gel actually sticks in your throat you know, like a mucus. The outcome of the event it leaves a mucus thing in your throat, it sticks into your throat and you have mucus stuck in your throat, gel actually sticks in your throat you know, like a mucus was not recovered/ not resolved/ ongoing. On (B)(6) 2024, the consumer experienced a non serious upset stomach, (preferred term: abdominal discomfort).on an unknown date, the consumer experienced a non serious consumer is still using the product on a reduced amount mixing it with water to thin the texture, it comes out like a gel, and product is not working well as those he used before., (preferred term: wrong technique in product usage process, product complaint, and drug effect less than expected). The outcome of the event upset stomach was recovered/resolved. The outcome of the event consumer is still using the product on a reduced amount mixing it with water to thin the texture, it comes out like a gel, and product is not working well as those he used before. Was unknown. The consumer's relevant medical history includes: cancer treatment radiation since (B)(6) 2014 (ongoing), no drug history was reported. The reporter provided the following comment: "additional details: adverse event information was received from consumer via call center representative (phone) on 13mar2024. The consumer reported that "I had this treatment on my throat. And I use biotene dry mouth relief moisturising mouth spray. It went off the market then for I don't know, eight months or something, but it's back. I've bought some more. But instead of when you use the pump, like it usually comes out like a spray to go sprays around your mouth, it comes out like a gel. And this gel under no period. It leaves a mucus thing in your throat. It's not a spray. It all comes out like a gel. So, it's up to same as it used to be before it went off the market there. No, it's back in the, now. Pharmacy. But what I'm saying is before you're used to pump it and come out like a spray an actual spray like a thing, but now when you use the pump it's got it comes out in the gel thing like a gel, and it sticks into your throat and you have mucus stuck in your throat. You got to pop it up. It's not a spray anymore. It used to be both before the spray. It's still in the packaging as a moisturizing mouth spray, but it comes out like a gel. And gel actually sticks in your throat you know, like a mucus. It's not a spray anymore. This is the actual moisturising mouth spray. But it comes out like a gel. It's not a spray anymore like, you know, I used to spray it in your mouth and go inside your mouth. It is stuff is like coming out like a gel. The same packaging moisturising mouth spray, but it comes out like a gel when you use the pump. Yes. Biotene dry mouth moisturising mouth spray, but it doesn't come out like a spray now. It's a gel. Yes, it comes out like a gel like a pumping out a gel. It should be a moisturising spray like a thin spray. No, 50ml, 50 millilitre. I bought it from, it's called. 17.99. They're going up 50 cents for me. Lot number is 39131. Expiry date is 04/2026. Am not really intelligent enough to send that away. I don't really know how to use it phone that thing properly. I've used it before cos I've had in 2014 I started cancer treatment radiation. And now the hospital actually gives me this biotene moisturising spray, and I've used it all the time. Until last year when it went off. You couldn't get buy it. Was off, wasn't in the pharmacies. I don't know whether it's just this bottle, but it's come back like a gel not a spray. I don't know how to send it. Yes, that's fine. I haven't got an email address. Is your office in. No. Do you know where we'll send the parcel". Called on 14mar2024: start using: (B)(6) stop: still using up to now start noticing the mucus: (B)(6) the ae is not yet resolved. Haven't contacted any hcp. It is not as good as when it used to be in the market. Before it was a spray. This one comes out like a gel. About the mucus, I still get that get that in the morning. Takes a while to clean it. I never had this problem before. When it was in the market before with the spray, it was good. No. But if I have to get another bottle, I'll make sure, I don't get the same bottle and the same expiry date and the lot number. Note: the consumer is still using the product on a reduced amount mixing it with water to thin the texture. The mucus sticks into his throat the following morning every time he uses it. Follow up received on 19-mar-2024 10:43 myt. The patient mentioned that he had upset stomach after using the product, it has recovered after he stopped using the product in around january. He complained that the product is not working well as those he used before. The patient did not seek medical attention.". The action(s) taken were: for biotene moisturizing mouth spray was drug withdrawn. On 2024-03-27, the following update(s) has(have) been provided - investigation evaluation:complaint (B)(4) is unconfirmed as this investigation has not revealed any atypical findings. As part of the investigation, batch manufacturing records were reviewed, and the raw materials used were correct and met the specifications. Critical process steps/parameters were reviewed, and no discrepancies were identified. All the equipment's were cleaned and sanitized as per the established procedures. All in-process qc checks were satisfactory and there were no issues noted during manufacturing and packaging of this lot. Given that all testing met specifications at the 4 time of approval, it is unlikely that the complaint is due to improperly manufactured and packed product. There are processes and controls in place to ensure that the product leaves trillium's facility meeting approved specifications. There is no probable cause identified from the manufacturing and packaging investigation of this lot by trillium healthcare. The investigation report concluded the complaint as an unsubstantiated. The pqc number was reported as (B)(4). Additional information received from reporter: when did you notice the issue-since 4th of january 2024. Case product: biotene moisturizing mouth spray device MFR number: 3012293198-2024-00006. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Dechallenge is unknown and rechallenge is not reported.

Manufacturer narrative:
Argus case: (B)(4).

Event description:
It leaves a mucus thing in your throat, it sticks into your throat and you have mucus stuck in your throat, gel actually sticks in your throat you know, like a mucus [foreign body in throat]. Upset stomach [upset stomach]. Product is not working well as those he used before. [Drug effect less than expected]. Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a 67-year-old male patient who received glycerin (biotene moisturizing mouth spray) oromucosal spray (batch number 39131, expiry date april 2026) for product used for unknown indication. This case was associated with a product complaint. Concurrent medical conditions included cancer. On (B)(6) 2024, the patient started biotene moisturizing mouth spray. On (B)(6) 2024, an unknown time after starting biotene moisturizing mouth spray, the patient experienced wrong technique in product usage process. On (B)(6) 2024, the patient experienced foreign body in throat (serious criteria haleon medically significant). On an unknown date, the patient experienced product complaint. Biotene moisturizing mouth spray was continued with no change. On an unknown date, the outcome of the foreign body in throat was not recovered/not resolved and the outcome of the wrong technique in product usage process and product complaint were unknown. The reporter considered the foreign body in throat to be related to biotene moisturizing mouth spray. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative (phone) on 13mar2024. The consumer reported that "I had this treatment on my throat. And I use biotene dry mouth relief moisturising mouth spray. It went off the market then for I don't know, eight months or something, but it's back. I've bought some more. But instead of when you use the pump, like it usually comes out like a spray to go sprays around your mouth, it comes out like a gel. And this gel under no period. It leaves a mucus thing in your throat. It's not a spray. It all comes out like a gel. So, it's up to same as it used to be before it went off the market there. No, it's back in the, now. Pharmacy. But what I'm saying is before you're used to pump it and come out like a spray an actual spray like a thing, but now when you use the pump it's got it comes out in the gel thing like a gel, and it sticks into your throat and you have mucus stuck in your throat. You got to pop it up. It's not a spray anymore. It used to be both before the spray. It's still in the packaging as a moisturizing mouth spray, but it comes out like a gel. And gel actually sticks in your throat you know, like a mucus. It's not a spray anymore. This is the actual moisturising mouth spray. But it comes out like a gel. It's not a spray anymore like, you know, I used to spray it in your mouth and go inside your mouth. It is stuff is like coming out like a gel. The same packaging moisturising mouth spray, but it comes out like a gel when you use the pump. Yes. Biotene dry mouth moisturising mouth spray, but it doesn't come out like a spray now. It's a gel. Yes, it comes out like a gel like a pumping out a gel. It should be a moisturising spray like a thin spray. No, 50ml, 50 millilitre. I bought it from, it's called. (B)(6). They're going up 50 cents for me. Lot number is 39131. Expiry date is 04/2026. Am not really intelligent enough to send that away. I don't really know how to use it phone that thing properly. I've used it before cos I've had in 2014 I started cancer treatment radiation. And now the hospital actually gives me this biotene moisturising spray, and I've used it all the time. Until last year when it went off. You couldn't get buy it. Was off, wasn't in the pharmacies. I don't know whether it's just this bottle, but it's come back like a gel not a spray. I don't know how to send it. Yes, that's fine. I haven't got an email address. Is your office in. No. Do you know where we'll send the parcel". Called on 14mar2024: start using: (B)(6) stop: still using up to now start noticing the mucus: 04/01 the ae is not yet resolved. Haven't contacted any hcp. It is not as good as when it used to be in the market. Before it was a spray. This one comes out like a gel. About the mucus, I still get that get that in the morning. Takes a while to clean it. I never had this problem before. When it was in the market before with the spray, it was good. No. But if I have to get another bottle, I'll make sure, I don't get the same bottle and the same expiry date and the lot number. Note: the consumer is still using the product on a reduced amount mixing it with water to thin the texture. The mucus sticks into his throat the following morning every time he uses it. Follow up received on 19-mar-2024 10:43 myt. The patient mentioned that he had upset stomach after using the product, it has recovered after he stopped using the product in around january. He complained that the product is not working well as those he used before. The patient did not seek medical attention.